Manufacturer narrative:
Additional information: the serial number of the device was received, therefore the following fields have been updated accordingly. D4: catalog number: zcu150u170. D4: serial number: (b)96). D4: expiration date: 10-07-2024. D4: UDI number: (B)(4). H4: manufacturing date: 10-07-2019. Device evaluation: product evaluation cannot be performed as the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. Corrected data: received additional information that the complaint was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, we have also been doing independent analysis of the intraocular lens (iol) photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 04 degrees. There is still no surgical intervention planned. The subject has one more study visit left to complete (3-month study visit). Subject visit schedule, page, study eye, delta angle from base. 80929496006, po 1 day - first eye, analyst 1 review od, 1.047. 80929496006, po 1 day - first eye, analyst 2 review od, -2.422. In review of the information provided, the event is this time determined to no longer be reportable. No further information will be provided under manufacture report number 9614546-2021-07053. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown as product serial number was not provided. Expiration date: unknown, not provided. Serial number not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Manufacturing date: unknown, not provided. Serial number not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that in a clinical study a tecnis toric ii intraocular lens (iol) was implanted in a patient's right eye (od) at 132 degrees. At 1 day post-op the lens was noted at 109 degrees. At 1-week post-op noted at 115 degrees. There was no patient complication and/or related injury. Outcome did not significantly interfere with activities of daily life. Patient has recovered. (B)(6) 2020: 1st eye operative iol axis estimate od: 132 degrees. (B)(6) 2020: 1-day postoperative iol axis estimate od: 109 degrees. Uncorrected visual acuity od at the 1-day postoperative visit: 20/20. Subject reported overall blurry vision at this visit. (B)(6) 2021: 1-week postoperative iol axis estimate od: 115 degrees. Uncorrected visual acuity od at the 1-week postoperative visit: 20/20. Manifest refraction od: +0.25 -0.25 x 092. Best-corrected visual acuity od: 20/16. Subject reported no visual symptom complaints this visit. No surgical intervention is planned at this time. No other information has been provided.